Manufacturer narrative:
Corrected data: h6 - ime code e2013 was corrected to e2402 as it unclear to capture "native leaflet was observed floating in the left ventricle". Updated data: h6 - annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre implant balloon dilatation was performed prior to the valve implant.

Event description:
Additional information was received that, the part of the native leaflet was observed at follow up approximately one week later. Per the physician, no further treatment was recommended as the valve function is not compromised and no harm to patient was noted.

Manufacturer narrative:
H6 image review: transesophageal echocardiogram (tee) imaging was provided. A mobile echogenic structure, measuring approximately 7.4 millimeter (mm), was identified roughly 13 mm from the posterior bioprosthetic leaflet. The evolut leaflets demonstrate good mobility and coaptation, with no evidence of aortic regurgitation. Mild mitral regurgitation is present, characterized by two distinct jets. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a proctored transcatheter heart valve procedure involving the evolut valve, the prosthesis was initially deployed too high. A partial recapture of the valve was required, after which the valve was placed deeper, resulting in no paravalvular leak and good hemodynamics. At follow-up, a part of a native leaflet was observed floating in the left ventricle, which was likely pushed inside during the recapturing and repositioning of the evolut valve. The patient was reported to be alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.